Event description:
Customer reported that there was a large chunk missing from the insulin pump casing on the battery compartment. The blood glucose reading was 358 mg/dl. Customer treated with manual injection. He stated that the screw on the top was exposed and that the housing was missing. Customer did not know how the damage occurred. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the display window and broken battery tube threads. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. All operating currents were within specification. The off no power alarm functioned properly and the insulin pump passed the self test.